Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." Remains implanted.

Event description:
It was reported the patient underwent an initial left total knee arthroplasty on (B)(6)2016. During insertion of the locking bar, part of the polyethylene tibial bearing sheered off and the locking bar would not lock into place. A second locking bar and polyethylene bearing locked into place successfully, but a piece of polyethylene sheered off again and remained attached to the locking bar. The procedure was completed without removing the piece of sheered polyethylene.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01476 / 02335).